Event description:
Customer stated that the extension set tubing "cracked" in half. Female pt had a PICC line and baxter primary IV administration set to gravity flow, and was receiving intermittant antibiotic infusions. Nothing was infusing at time of tubing breakage, and the PICC line was not lost. Nurse went to pt's home during middle of the night.